Event description:
The instrument was used during an unknown procedure. It was reported the trocar cannula broke. There was no consequence to the pt.

Manufacturer narrative:
D6: info unavailable, device returned with no batch ID. Results of evaluation: conclusion: based on the visual examination if was confirmed that the sleeve was broken at the weld seam and two cracks extended into the sleeve housing. One crack extended into the front of the housing next for the stopcock and the other extended into the back of the sleeve housing. The sleeve received was prior to enhancement of a new integrated sleeve. No conlusion could be reached as to how the distal end broke.